Manufacturer narrative:
(B) (4) - incision sutured. Results: visual inspection of the returned product found the lens optic is torn in pieces. There was evidence of clear surgical residue. (B) (4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. Lens was removed due to lens tear. The lens was cut in pieces to remove. No widen incision, no suture required. No patient injury. Another staar lens was implanted. The reporter stated the incident was due to loading error.